Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements from 90 to 140 ohms in addition to increased pacing thresholds. It was noted that the patient felt there was more room in the device pocket since their last replacement and that they had undergone an ablation procedure approximately 9 months prior. An x-ray was obtained and found unremarkable. Boston scientific technical services (ts) explained possible causes and advised performing additional testing. The patient is scheduled to present for follow up at which time further tests will be performed. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient presented for follow-up as planned. Prior to testing shock impedance measurements remained high at 141 ohms. The system was then tested using synchronous shocks as well as ventricular fibrillation (vf) induction in which normal in-range values were returned and the system successfully cardioverted the patient. The physician was confident that any episodes of vr would be converted successfully even in the presence of high shock impedance measurements. The patient will be closely monitored remotely. No additional adverse patient effects were reported. This system remains in service.